Manufacturer narrative:
The device was evaluated at a baxter service center. The reported condition of failure code 570 was confirmed. The batteries were found damaged with 5 discharges below alarm threshold. The batteries were replaced, and the device was returned to the customer fully operational. The failure code 570 indicates that the battery discharged to a potentially damaging level. Review of the complaint history reveals similar reports have been received for this product for the reported issue. CAPA was opened and is investigating reports of the failure code 570.

Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 570 in the event history. Customer reported there were not patient injuries or medical intervention associated with this report.